Event description:
The consumer reported the patient would increase stimulation, feel stimulation and then it would go away. It was noted the patient had to change pads constantly for approximately 6-8 months (2015). Additional information received on 04-14-2016 via narrated by the patient indicated that when she received the new device, she needed to get an appointment with health care provider (hcp) to have it programmed - (B)(6) (monday 2:30).when she arrived (after 50 minutes drive) was told would not have an appointment because the manufacturer would not be there until tuesday ((B)(6)). The patient was taking to a room and nurse 1 couldn't figure out how we do this programming, called in nurse 2 and nurse 3. Among the 3 they came up with program I-e, (B)(6). Program 2.b (B)(6): program 3c (B)(6), program 4-d (B)(6) and to keep it for 10 days. The patient experienced increased urination and a new symptom not urge but when sneeze urinate. Battery (implant) life checked-0-10 months- less if patient change settings and was told surgery would be involved to replace. The patient reaction to botox was not option, if she does not use it on her face, would not use it elsewhere. The patient has "programmed" upping strength but did not hold. The patient knows what was supposed to happen and would need suggestion. Meanwhile, good days she uses 6 pads, bad day especially if she has been sitting- 8-9 pads. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.